Event description:
Spouse reported pt got out of shower, went to sit down in transport chair and fell back through the chair, landing on her back with her legs in the air. Spouse noticed screws were missing from the back of the chair, causing the back of the chair to fall through. The dme tec noticed that screws were missing and the back wasn't attached to the frame on the left side. He also noted that 1 screw was also missing on the right side. There are 4 screws that attach the top section of the back upholstery to the chair frame; 3 out of 4 were missing which is why she fell backwards. Third party vendor - dme express, (B)(4). Vendor stated this was not a manufacturing issue.